Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar catheter and a steering mechanism "getting stuck¿ issue occurred. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 02-dec-2024. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. A device history review was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information rotate the steering knobs. The steering function should be smooth. The catheter tip should flex in a corresponding direction. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar catheter and a steering mechanism "getting stuck¿ issue occurred. It was reported by the caller that the physician stated the soundstar catheter steering mechanism was "getting stuck". This was noted toward the end of the procedure and the catheter was not replaced. The procedure was completed. There was no patient consequence reported. Additional information was received. The curve of the catheter was stuck in a partially deflected position. Not known if the knob/piston was unable to be turned and / or pushed up and down. No difficulty in removing the catheter.